Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies, low battery, weak battery, battery out limit or failed battery alarms were noted. No damage on the c13/lcd isolation tape noted. The auto off alarms feature working properly. However, unit received with corroded battery tube and battery cap contact. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads. Unit received with minor scratched display window.

Event description:
It was reported by the customer's mother deb that the customer's insulin pump has received multiple battery out alarms and low battery alerts. It was also reported that the insulin pump randomly shuts off, and the thread for the battery cap has cracked off. Customer's blood glucose level at the time 72mg/dl. Advised insulin pump would be replaced. No additional information was provided.